Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Not returned to manufacturer.

Event description:
As reported by hospital in (B)(6), "hole was noted along the extension tubing of the dialysis catheter between the bifurcation and the end luer. Catheter was removed and replaced." Patient condition was reported as "unaffected."

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. Returned was a used catheter which was confirmed to have a hole in the arterial extension tube just below the luer . There was no indication that the failure was related to either the manufacturing process or associated tooling. As a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).

Event description:
Additional event description as provided by end user hospital: " on (B)(6) 2016 when nurse was aspirating patient's line, air was noted in the bioflo clear extension tubing in the arterial lumen. Several attempts were made to aspirate the line with bubbles of air appearing to be coming from the bifurcation site. Line changed (B)(6) 2016."